Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have woken up with blood glucose of 400 mg/dl with insulin pump flashing with a black circle. Customer was able to clear black circle by pressing the esc and act button. Insulin pump passed the displacement test and self-test. After troubleshooting, customer was advised that insulin pump was working as designed.